Manufacturer narrative:
Concomitant medical products: product ID: 6942-65, product type: lead, implanted: (B)(6)1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a right ventricular (rv) lead integrity alert (lia) due to oversensing of noise seen as high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The device detected external electromagnetic interference (emi) seen as noise on the lead. The patient confirmed that the patient was swimming in a pool in which the pool lighting wasn¿t properly grounded. The patient was informed to avoid the pool until the lighting could be fixed. The device remains in use. No patient complications have been reported as a result of this event.